Event description:
It was reported that the device was explanted due to premature battery depletion and long charge time of 69.3 seconds. The device was implanted for 18 months prior to eol. There were no shocks administered after implant and with current settings the device should have lasted approximately three years. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Evaluation summary: preliminary analysis determined that high current drain levels were the cause of the early battery depletion and long charge time. Further analysis confirmed the high current drain condition, and traced it to a damaged transistor on an integrated circuit.